Event description:
The lead perforated through the apex of the right ventricular cavity. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reported.